Event description:
Catheter was placed appropriately in lumbar spine and remained in place throughout the surgical procedure (transphenoidal hypohysectomy). At the conclusion of the procedure the surgeon attempted to remove the catheter. When resistance occurred, the surgeon discontinued attempts to remove. The patient was repostioned and a lumbar laminectomy performed to extricate the catheter from the spinal nerves. The catheter was removed intact and was retained for testing. The surgical procedure took 7 hrs. And 15 min. The laminectomy took 4 hours.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.